Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the concentrator runs fine but it is just not alarming.